Event description:
It was reported that the ilet pump displayed alert 38 indicating consecutive motor stalls despite multiple restarts, and the user experienced a failure to infuse while filling the tubing; the affected component was the motor. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a communications problem identified in conjunction with a motor-related failure to infuse attributed to the motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.